Event description:
Reporter alleged his advantage system had been reading in the 300's mg/dl for the past few days and went to the doctor as a result to have glucose tested. Reporter stated his system measured 328 mg/dl back to back with the doctor's measurements of 120 mg/dl when testing was performed at the same time. No actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.